Event description:
The customer contacted physio-control to report that their device powered off by itself and would not power back on when prompted. There was patient use associated with the reported event. After multiple attempts, physio-control has been unable to contact the customer for additional information regarding the patient, the event, or the reported issue.

Manufacturer narrative:
The customer contacted physio-control again to report another similar incident involving their device, as documented in medwatch report number 3015876-2015-00943. Through the course of that investigation, physio-control was able to verify the reported issue. Physio then replaced the interface pcb assembly. Further examination of the removed interface pcb assembly determined that the cause of the reported issue was an electrically leaky filter, designator fl24.

Manufacturer narrative:
Upon arriving at the customer's facility, physio was advised that the customer's device had powered on by itself but could not be powered off until the device's batteries were removed. Physio-control then evaluated the customer's device but was unable to duplicate the reported issue. No power discrepancies were observed. Physio then completed unrelated repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.